Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) is the result of the slda. The patient effect of mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical procedure are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was successfully deployed, reducing mr to 1. Then approximately one week later, it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. On (B)(6) 2020, a second mitraclip procedure was performed to treat the slda and recurrent mr. Two additional clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.